Manufacturer narrative:
The hill-rom technician found the left head siderail not latching. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. See scanned page. No further info is available on the repair of this bed at this time. If any additional relevant info is identified following completion of the repair, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom technician stating the pt left head siderail was not locking. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).